Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The e-100 generator did not turn off during in-house testing and no intermittent sealing was observed. The instrument passed the go/no-go electrode gap shim test. The grip force test was performed and passed within the passing range 3.28 lbs to 7.97 lbs. A review of procedure logs showed no failures. Additionally, the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchroseal e-100 generator logs had been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs showed 29 coagulation events and 24 seal events along with 45 transect events with no errors. The logs do not explain the reason behind the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator switched off when triggered; only small "sparks" were produced in the patient. The procedure was converted to another dv system with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: there was no damage to the instrument observed after the arcing event. It is unknown if the cannula was checked before use or not. An arcing event was observed. Coagulation of vessels with the synchroseal was the surgical task that was being performed when the arc occurred. Bipolar sealing was the type of energy that was being activated when the arc occurred. A monopolar cable was not connected to a bipolar instrument. The e-100 was used and erbe vio dv was switched off. The e-100 has no settings. The instrument had been in use for several minutes, before that it was working without arcing with no problems. A prograsp forceps was in use when the arcing event occurred. The tips of the instruments did not come into contact with other instruments or tools during the procedure. The instrument tip(s) were in contact with the tissue when the arcing event occurred. The instrument tip(s) did not touch staples, clips, or sutures while energized. The instrument was not contaminated. Only after the first arcing, the instrument was removed at any time before arcing, and the jaws of the instrument were straightened. The surgeon believes that the cause of the arcing was either an instrument or a generator. A user error was not suspected by the surgeon as not much tissue was grasped. There was no patient harm. A grounding pad was used at the level of the upper leg of the patient. The grounding pad had no defects. It is unknown where the energy/arc did leak from on the synchroseal. The procedure was recorded by the surgeon.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.